Manufacturer narrative:
No unexpected failed battery test alarms or scrolling up of numbers anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specifications. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer's father reported via phone, the insulin pump was set in french but the device had an error. Customer also mentioned the device had alarmed battery out limit and he is unable to clear the alarm since the buttons were unresponsive. Customer was transferred to perform troubleshooting on the keypad anomaly. Customer's blood glucose was 11.8 mmol/l. Customer's father didn't recall any significant event which may have cause the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.